Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to cracked and broken off end cap. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was cracked after being dropped. Blood glucose level at the time of the incident was 533 mg/dl, which was treated with manual injection. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.